Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (76 worldwide incidents out of estimated 174,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed an abscess on right axilla post miradry treatment. Patient received surgical treatment for the abscess, which resolved prior to date of this report.